Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report 22 november 2024. G3. Date received by the manufacturer? 22 november 2024. H3. Device evaluated by manufacturer? No, not returned to manufacturer.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 27, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.